Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was unconscious. The emergency medical technicians (emts) performed a finger prick test, which indicated a blood glucose level of 70 mg/dl. However, the continuous glucose monitor (cgm) receiver and mobile both showed a reading of 170 mg/dl at the same time. Due to this discrepancy, the emts removed her sensor. While in the ambulance, the patient remained unconscious. Upon arrival at the hospital, she was informed by the medical staff that she had experienced a seizure and had lost consciousness. The doctors explained that an eeg scan had been performed to evaluate her brain activity. To help manage her condition, she was given IV fluids. The patient regained consciousness the following day but could not remember how long she had been unconscious. She was told by the doctors that she had hit her head during the episode, but no other injuries were found. A nurse replaced her sensor to ensure more accurate glucose monitoring. She eventually regained full awareness and was discharged from the hospital the next day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.